Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned, and therefore, no further investigation is possible. Reviewing attached picture, the breakage of the screw can be confirmed. The screw breakage occurred at the first plate's hole counted from the end. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the matrixmidface cortical screw head broke during surgery. This report is for one (1) ti matrixmidface screw self-tapping 6mm. This is report 1 of 1 for (B)(4).